Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was unable to be loaded onto the pump as the o-ring from the previous pump was found to have been left on the pump. The customer's blood glucose level was not impacted as the customer used insulin injections to manage diabetes. The customer removed the o-ring and successfully loaded the cartridge onto the pump.